Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant inadequate capture threshold was noted. The patient briefly went asystolic. The lead was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.